Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to plastic wear debris funneling down through the screw holes of the tibial component and causing a bone cyst in the tibia.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As received all components exhibit signs of being implanted. Poly components exhibit signs of wear. Foreign material can be seen on distal side of tibia and proximal side of femoral components and also on patella. There are also signs of scratches on tibial and femoral components. Devices are too damaged for dimensional analysis. Re-melt test results: upon re-melt some, but not all, of the gouging and pitting disappeared after re-melting. This is an indication that some of the material on the topside and backside has been worn away and removed from the articular surface during time in-vivo. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component and articular surface identified no deviations or anomalies. The components were reviewed for compatibility with no issues noted: this device is used for treatment. Operative notes from the primary surgery state the patient underwent left knee replacement due to severe post traumatic arthritis. It was noted that all components were implanted with a press fit technique and two 50mm cancellous bone screws were inserted proximally for further purchase of the tibial component. Full range of motion and ligament balance in flexion and extension were noted with the final implants. Operative notes from the revision surgery state the postoperative diagnosis was fracture fixation of the right femur with nonunion; however, the operative notes are for the left knee and the procedure description does not give any details about the condition of the femoral component during the revision. The preoperative diagnosis states failure of the knee with a tibial cyst, which is consistent with the procedure description. The postoperative diagnosis stated in the operative notes appears to be incorrect. The tibial component was removed with an oscillating saw and a large cyst was noted. All components were revised. Per the natural-knee ii system package insert osteolysis is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item name: nkii durasul congruent articular surface, item number: 620109809, lot: 1544738. Item name: nkii system metal back patella, item number: 620001103, lot: 1249154. Item name: custom nkii primary porous femur, item number: 621200030, lot: 1544056-a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-01650-3.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.